Manufacturer narrative:
This right ventricular (rv) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical and mechanical analysis did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of noise. Laboratory analysis was unable to conclusively determine the root cause of the reported issue as testing determined the lead was electrically continuous and stated there were no abnormalities in the lead's body.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise at the time the implanted right atrial (ra) lead was found dislodged. Additional information stated the noise was unable to be reproduced. No oversensing or pacing inhibition was reported. This rv lead was electively explanted during the surgical revision performed to replace the ra lead. A new lead was implanted without issues. No additional adverse patient effects were reported.